Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of five on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp reported that the final line clamp was left opened. The technical service representative (tsr) had the hp cycle power to clear the alarm. The hp indicated they would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.